Event description:
It was reported that, during use of the autolog one source pack for a patient, the tubing from the centrifugal bowl to the step-down tubing reservoir was observed to be more flexible than usual, and the user noted it had previously been more rigid. It was reported that this increased flexibility made it difficult to connect the tubing to the step-down tubing. The tubing was eventually connected successfully and the kit was used for the patient. No patient complications have been reported as a result of this event. Medtronic received additional information that the customer observed a difference in the tubing structure compared to previous kits, and that it appeared to be more flexible than usual. The customer is wondering if there were any changes in the materials or in the production process for the one source pack. During the procedure there were no performance issues at all with the one source pack, once the tubing was connected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.